Event description:
Reporter stated that caller from facility reported that the unit had overfilled a final container, which was the first container to be used since a new transfer set was installed. Stations 1 and 2 appeared to have pumped per program but station 3 indicated that the programmed volume of 756ml. Had not been delivered while the 1000ml. Source container was empty. A second attempt was made which also had problems. The third attempt was successful. After that the unit had service issues that prevented further compounding. The reporter advised the caller not to use the unit and made arrangements for the unit to be sent to product services for evaluation.